Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. The reservoir was not occluded. Evaluated one open/used reservoir. We were unable to perform prime test. Reservoir was partially returned. No transfer guard, plunger and nor stopper plunger was returned to complete test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during manual prime. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer reported the device did not alarm during manual prime, issue was resolved by a reservoir change. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.